Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. It was reported that the unit stopped working and the cord needed to be moved and it wiggled around during the case. The event occurred during surgery on (B)(6) 2017 and there was no harm or delay. The customer did not return an electric dermatome device for evaluation. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome as documented in the repair reports. Initial qa inspection of the electric dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. The customer stated on (B)(6) 2017, that the unit will be sent to a third party repair company since they were not going to be able to replace the unit until next year. Repair of the electric dermatome was not performed by zimmer biomet surgical since the device was not returned for the repair process. The customer stated on (B)(6) 2017, that the unit will be sent to a third party repair company since they were not going to be able to replace the unit until next year. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the unit not working and the cord having issues cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit stopped working during surgery. The cord needed had to be moved and wiggled around to continue the case. No adverse events were reported as a result of this malfunction.